Manufacturer narrative:
Tech found that the wire fell off of the capacitor, tech reseated cables. Tech found that the left hand siderail user control module caregiver board was the issue and replaced the user control module caregiver board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged that the bed had no functions.